Event description:
Procedure type: low anterior resection. According to the reporter; the dr placed a new product on the lowest level of the rectum to have safe margin. They opened a new eea31 and pursed the proximal site, placed the anvil inside the lumen and the other dr started to check, and insert the eea from the anus. As he inserted his finger to make the examination, he found that the lumen is completely open. They could not find even one staple. They could not repeat the procedure by the stapler, so they did pull-through anastomosis technique with difficulty and make an ileostomy. Procedure delayed by one hour. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 10/27/2009.